Event description:
This lead had dislodged and the physician was unable to get good placement, so it was explanted and replaced. There were no adverse pt events reported. Should additional info be received, this file will be updated.